Event description:
It was further reported that the 90% restenosed lesion was 2.75mm in diameter and 54mm long. The lesion was treated with predilation and placement of a 2.5x32mm and 2.75x28mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. The patient was discharged 1 day later on aspirin and clopidogrel bisulfate without complications. The patient was discharged 1 day later not 2 days later as previously reported.

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient underwent a target vessel re-intervention. The target lesion being treated was located in the distal left anterior descending (lad). Details of the lesion are unknown. During the index procedure, the physician implanted an unknown size taxus liberte stent in the distal lad. In (B)(6) 2010, a follow-up angiogram was performed. The lesion located in the mid lad was 50% stenosed and 2.75mm in diameter. No ischemic symptom was noted at the event. In (B)(6) 2010, another angiogram was performed. The lesion located in the distal lad was 90% stenosed, 2.5mm in diameter and 18mm long. A target vessel re-intervention was performed in the distal lad with the placement of a non-bsc stent. Residual stenosis was 0%. No patient complications were reported and the patient's status is good. The event was considered resolved and the patient was discharged 2 days later.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).